Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement provided at this time. Trainning was provided on a follow up call. Product working as intended. Most likely underlying root cause: mlc-18- user has high glucose value. (B)(4). On (B)(6) 2018 school nurse was trained on the product during a follow up call. Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the initial concern was resolved; customer stated that the product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for hi blood glucose test results. School nurse is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. School nurse stated that the customer had obtained the result of hi fasting last night and a result of 163 mg/dl fasting this morning. School nurse did not have meter or test strips to provide information. Contact information for customer's mother was provided, however mother did not have meter available as it was at home. Mother was going to follow up when she had the meter. The customer's expected fasting blood glucose test result range is 200 - 300 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/16/2019 and open vial date is one week. The meter memory was not reviewed for previous test result history. Mother states that her daughter's blood sugar usually runs around 200-300mg/dl and a1c 9% (215mg/dl) a week ago. Mother states that her daughter was not symptomatic. Mother will follow up once meter is retrieved from home to continue with trouble shooting